Event description:
It was reported the procedure was being performed in the operating room. The physician said the inner flexible wire was released and would not come out of the pt. When she tried to pull it out she stuck herself with the needle. The physician went to the emergency dept to get blood work done and take an anti-hiv pill. Blood work was also done on the pt which came back positive for hep c. The physician is waiting for her lab results to come back.

Manufacturer narrative:
(B)(4).